Manufacturer narrative:
Correction: procode, unique device identification (UDI) and common device name updated to proper value. Medtronic received information that updating the spine tools database restored functionality. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. No 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
Correction: product information noted in supplemental report 1 not included.

Manufacturer narrative:
Correction: aware date and event date both should have been 5/11/2018 for the initial report that was filed.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No evaluation has been performed as the reported issue was resolved via initial troubleshooting.

Event description:
Medtronic received information regarding a navigation device during a sacroiliac and thoracolumbar. It was reported intraoperatively that the trajectory view in a computer-aided design was shown in the opposite direction then where it was meant to be. The site was able to rotate the trajectory which helped resolve the issue. No surgical delay reported. No known impact on patient.